Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.(B)(4).

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
(B)(4), volun (B)(6)-2013, event description - hematoma, after deployment of closure device, noted immediately upon removal of initial manual pressure as directed in the device deployment literature. Manual pressure was held for 1 hour and 15 minutes. Area of hematoma was marked prior to pressure dressing being applied to right groin insertion site. Patient with area of hematoma in right groin and marked swelling of scrotum. Pulses palpable in dorsalis pedis and posterior tibial in bilateral lower extremities. Reason for use: used during cardiac catheterization. No additional information was provided.